Event description:
The pt noticed that the pump was not responding to button presses. The buttons also reportedly do not spring back as usual. The pump has been exposed to bath water a couple of times.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.